Event description:
Consumer reported that daughter touched vaporizer (at steam outlet) and was burned on hand. Consumer reported that she placed unit on floor while dusting a dresser. Incident happened while unit on floor.